Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure. The exact procedure date was unknown. During the procedure, the device was fired in an attempt to close the mucosal defect, but the tip of the mantis did not come off the sheath, making it impossible to clip. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned mantis clip was analyzed, and a visual evaluation noted the device was returned with the clip assembly detached and showing evidence of full deployment, while the catheter was found unraveled; microscope inspection also confirmed full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, it was found that the catheter was returned unraveled. It most likely resulted from operational factors such as user technique. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure. The exact procedure date was unknown. During the procedure, the device was fired in an attempt to close the mucosal defect, but the tip of the mantis did not come off the sheath, making it impossible to clip. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.